Manufacturer narrative:
Follow-up #1 date of submission 07/03/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed no activity outside normal patient use. There was no evidence of ¿load step malfunction¿ observed in the black box or pump history. The pump powered on to the ¿verify¿ screen. The ¿ez-prime¿ steps were successfully performed on the pump. The pump was opened; the force sensor flex pins were found intact and secured to the pcb sockets with the old screen. No intermittent issues were noted to the power circuit or to the force sensor circuit.

Event description:
On (B)(6) 2013 the patient contacted animas for an unrelated issue and troubleshooting found small prime volumes in the pump history, indicating a potential load step malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.